Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal coronary angioplasty procedure there was difficulty crossing the lesion. The 3.0x20mm 90% stenosed lesion was located in the severely tortuous, mildly calcified distal right coronary artery. Predilation was performed with an unknown 2.0x15mm balloon reducing the stenosis to 80%. The 2.75x24mm liberte stent was attempted to cross the lesion however was unable to cross the lesion. Eventually the shaft was damaged so the physician was unable to deploy the stent. The procedure was completed with another of the same device. The patient status is listed as stable with no complications reported. Device analysis revealed a shaft fracture.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break at the port. An examination of the break site found that the extrusion was stretched at the site of the break. The device was received with the product mandrel inserted through the wire lumen and the stent protector was covering the entire crimped stent. The stent protector and mandrel were removed from the device with no restrictions noted. An examination of the profiles of the crimped stent found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)